Event description:
The IV needle was taken out of the packaging and the reservoir was slightly moved to loosen up. Registered nurse (rn) noticed that the tip of the catheter was almost breaking off and hanging by a thread. Rn disposed of damaged catheter.